Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use.

Event description:
The customer reported that their device was powering itself off when switching its power source from one battery to the other. The customer observed this issue during a patient event but no information regarding the event was provided. There was no report of any adverse outcome to the patient during the reported event.